Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reproduced and confirmed the customer-reported erbe c-34 error when firing no energy output and replaced the defective integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed. The reported failure was confirmed and reproduced on iesu connected to system. The system logs indicated iesu error: 25913 c-34 which indicates high frequency (hf) voltage was too low in on state on 26-may-2025. Visual inspection revealed a crack on the top left corner of the bezel. Iesu that was placed on golden system and was run in normal mode. C-34 error occurred on start and monopolar coagulation activation. The complaint was confirmed based on the field evaluation and failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. This error can be resolved through troubleshooting or replacement of the erbe.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the customer contacted the da vinci surgery technical assistance team (dvstat) and reported that error c-34 occurred on the erbe during procedure. The error could not be resolved after the customer power cycled the system. The customer decided to use a spare integrated electrosurgical generator unit (iesu) to complete the procedure as planned. The field service engineer (fse) would follow up on the issue. The procedure was completing as planned with no reported injury.